Event description:
Per the clinic, the electrode array was partially inserted in the cochlea resulting in a decision to explant the device on (B)(6) 2014. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).